Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to confirm motor position encoder error alarm due to erased history file. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump received with cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a motor error alarm and customer was unable to clear it. Customer's blood glucose was 15 mmol/l. Device alarmed a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.